Event description:
It was reported that the handpiece stopped working in the middle of the surgery. The handpiece did not respond when the footswitch was pressed. The surgery was completed with another handpiece but there was a delay of over 30 minutes. No adverse consequences were reported with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
Device history review revealed nothing relevant to this event. The device has been received and evaluation is in progress. Arthrex will continue to investigate this issue. If significant information is obtained from the investigation and/or received, a follow up report will be submitted.